Event description:
It was reported that during post op a gastric band procedure the port flipped. The patient was brought back in to surgery to replace the port, and the patient is currently doing well.

Manufacturer narrative:
Information anticipated, but unavailable at this time.